Event description:
It was reported that upon interrogation generator battery showed 0% end of service (eos) with error code 8 (voltage >eos threshold). When diagnostics ran lead impedance was not available, generator battery 75%-100%, output current disabled. Troubleshooting involved attempting to re-enable therapy, physician attempted and stated they could not re-enable therapy. Representative stated that the device was checked in december battery was at 75-100%. It was also stated there was no trauma or medical procedures recently experienced by the patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10: corrected information medical device code, initial report: inadvertently left out a090203 and a160601.

Event description:
Tablet data was later received and reviewed. Voltage fluctuation and flash error was seen. No other relevant information has been received to date.